Event description:
It was reported that an implantable defibrillator (ICD) performance monitoring (carelink) transmission showed "no data" for the last full charge time. No patient complications were reported due to this event. The system remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed no anomalies. The device needs to have a full energy charge or autocap to populate "last full charge" information. Correction: date of death, device codes.

Event description:
Asku